Event description:
A malfunction alarm was reported, specifically malfunction code 12 related to a momentary power loss to the vibrator motor. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided information for resetting the pump, assisted the customer with the reset, and advised them to continue using the pump while noting to report if the issue recurred; the customer understood these instructions.